Event description:
I.m. Nail broke 2 weeks post surgery. No information was provided from the program relating to patient activity post surgery. Cause of breakage appears to be due to stress at the nonunion site. No indication of product defect.

Manufacturer narrative:
Device manufacture date: unknown.